Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 278 mg/dl. The customer reported no delivery on bolus. During troubleshoot, the customer wanted to vomit. The customer treated with pen. The insulin pump will be returned for analysis.